Event description:
Per the clinic, the patient reported no sound and feeling pain at the site of the implant. The results of an integrity test done in 2008 indicated multiple electrode anomalies. The patient was explanted in 2009, and the patient was reimplanted with a new device during the same surgery.